Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was not confirmed nor replicated. The instrument was placed on an in-house system and it passed the recognition and engagement tests without any errors. The logs were reviewed and no failures were found. There was no problem detected. Additional finding not reported by the site: the instrument was found to have a broken conductor wire at the distal end with no signs of arcing and no missing pieces. The electrical continuity test failed. The root cause of this failure is attributed to a component failure. The instrument was found to have frayed grip cables at the distal end. The cables were sticking out at the wrist. The root cause of this failure is attributed to a component failure. The instrument was found to have a broken grip tip. The base of one jaw was found broken; approximately 0.056" x 0.090" was broken off and was not returned. The root cause of this failure is associated with mishandling/misuse. A review of the intraoperative image for the force bipolar (fb) instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) advanced failure analyst (afa) engineer and an isi clinical development engineer (cde) and it was determined that no conclusion can be made without reviewing a video of the procedure. The image showed the proximal portion of the grip sticking out with possible peritoneum tissue stuck around the wrist of the instrument but the type of tissue cannot be confirmed.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the force bipolar instrument force bipolar presented a message stating, "insertion act is not free to move. The customer cannot pull instrument out of the cannula. The customer removed the instrument and cannula simultaneously. The procedure was completed robotically with no reported injury.